Event description:
It was reported to philips that the devices' battery pca had bent pins. There was no reported patient involvement.

Manufacturer narrative:
One battery pca was returned for failure analysis. The battery pca was received by the philips fa lab on (B)(6)2018. The battery pca was visually inspected for any mechanical damage and/or contamination and was none observed. The reported problem was not verified during visual inspection. No fault found.